Event description:
On (B)(6) 2009, the pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. On an unk date, a f/u CT showed type 2 endoleak. The physician took a wait and watch approach. On (B)(6) 2012, the pt present a fever (37 centi-degree). On (B)(6) 2012, the pt was hospitalized (B)(6). Although the fever was dropped down, crp value didn't decrease. On (B)(6) 2012, CT images revealed air and inflammation in the aneurysm sack. The physician diagnosed it was aneurysm infection. On (B)(6) 2012, the physician removed the excluder devices and replaced it with the y graft. As of (B)(6) 2012, the pt was doing well. The physician stated that the listeria monocytogenes flowed into the aneurysm sack due to the type 2 endoleak.

Manufacturer narrative:
The review of the mfg and sterilization paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.